Event description:
The customer called and reported that the numbers on the customer's insulin pump were continuously scrolling. The insulin pump had been stored in the customer's bra and may have been exposed to perspiration. The customer's blood glucose was 160 mg/dl. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No scrolling numbers noted on the display.